Event description:
It was reported that log file analysis captured driveline communication faults starting on (B)(6) 2024. The system controller and modular cable were exchanged. The exchanges resolved the driveline communication fault alarms.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D9 - device available for evaluation?: correction. Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6)) contained data spanning 3 days combined (16jun2024 ¿ 18jun2024 per the timestamps). A driveline communication fault alarm associated with a com a fault activated at 18:10:16 on 16jun2024. The alarm remained active until the driveline was disconnected to exchange the system controller at 11:20:19 on 18jun2024. The pump maintained a speed within the expected range without issue throughout the log files. The returned modular cable was tested with the returned system controller on a mock circulatory loop and the system operated at the set speed with no issues or atypical alarms produced. Electrical testing of the modular cable indicated damage to the underlying wires. Visual inspection of the modular cable revealed several cracks in the polyurethane jacket near the strain relief on the controller connector side of the cable. Multiple small holes in the polyurethane jacket were also observed approximately 12.25¿ to 13¿ from the controller connector the modular cable was dissected, revealing that the insulation in the green (com a) and black (ground a) wires was breached approximately 4.5¿ from the controller connector, resulting in the underlying conductors being exposed; the green and black conductors contacting each other would result in the reported driveline communication fault alarms associated with com a faults. A breach in the insulation of the black wire was also observed approximately 20.25¿ from the controller connector (customer summary photos, figure 5); no other breaches were observed at this location. The underlying wires were also kinked at the location of the breaches in the insulation. No other physical anomalies were observed. The reported event was determined to be due to damage to the modular cable which resulted in breaches in the insulation of the green (com a) and black (ground a) wires; however, the root cause of the damage could not be conclusively determined through this analysis. Device history records could not be reviewed as the lot number of the product is unknown. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline communication fault and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 patient handbook section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.